Manufacturer narrative:
Follow up report for additional information not known at the time of original report, such as, investigation type, findings, and conclusion.

Event description:
Follow up report for cc2020-096-ir; MFR report #: 3005994106-2020-00096.

Event description:
First choice balloon would not deflate after inflations. During intervention, product was advanced over the wire, inflated with no issues, but when full negative was pulled through inflation devices, the balloon only came down in the middle. The lab staff even attached a 20 or 30cc string and pulled a manual negative as well and both ends remained partially inflated. Through multiple attempts with no success, they tried pulling through the sheaths and all remaining contrast media within the balloon was locked at the end of the sheath but would not fully withdraw through sheaths. To clarify, the balloon wouldn't deflate before the balloon was ever pulled back to the sheath. The devices and assembly were pulled back and removed as one unit. Note, there were three first choice balloons involved in this single event. There were 2 each of the 12x4 sizes (euhp75124) and 1 each of the 8x4 size (uhp7584). This report discusses 8x4, uhp7584.